Event description:
Pt on maquet rotaflow pump since (B)(6) 2015. On (B)(6) 2015 perfusionist at the bedside noted that machine was alarming with "valve error". Perfusionist attempted several times to clear the error without success. He attempted to power down the unit and reboot but error message still did not clear. He then began to handcrank the unit. The patient began to decompensate which progressed to cardiac arrest. The patient was transferred to an ECMO circuit for support.